Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. After exchanging with a new guide wire, a 2.5mm x 80mm x 150cm, otw coyote balloon catheter was advanced however, the guide wire could not pass through the hub of the balloon. The hub had to be cut using a scissor and a catheter was used to removed the balloon and the guide wire. The physician had to re-wire the lesion and another coyote balloon catheter was used to complete the procedure. No further patient complications were reported and the patient was fine during and after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote balloon catheter, with the shaft severed at the proximal end of the device and missing the hub and strain relief. The balloon was loosely folded with contrast in the balloon and lumen, blood in the lumen. The inner and outer shaft was microscopically inspected. Inspection of the hub could not be carried out, as the hub did not arrive at the cis for inspection. Inspection revealed kinks in both the inner and outer shafts, at 52.5cm and 53.5cm from the proximal end of the shaft. Overall length of the returned device (minus hub and strain relief) was 146.5cm. Microscopic inspection found the remainder of the device free of damage.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the tibial artery. After exchanging with a new guide wire, a 2.5mm x 80mm x 150cm, otw coyote¿ balloon catheter was advanced however, the guide wire could not pass through the hub of the balloon. The hub had to be cut using a scissor and a catheter was used to removed the balloon and the guide wire. The physician had to re-wire the lesion and another coyote¿ balloon catheter was used to complete the procedure. No further patient complications were reported and the patient was fine during and after the procedure.